Event description:
(B)(4). Dizziness and nausea started to the point I took a pregnancy test. It was negative. Then the problems with food started. Suddenly lactose intolerant, cannot eat any fat without discomfort, almost immediate elimination when any fat or dairy consumed.